Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the catheter only was aspirating air. The catheter was checked and it was determined that the hemostasis valve was very loose. The catheter was removed and a second catheter was attempted. The valve of the second catheter was tighter than the previous one, but it still did not seal well. The second catheters was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. The analysis indicated that the hemostasis valve of the catheter was damaged. The mechanical operation of the catheter shaft was kinked/buckled. Blood was observed in the hemostasis valve of the delivery catheter. Blood was observed on the shaft of the delivery catheter. Visual analysis of the lead indicated damage during use. The analyst noted the delivery catheter was returned without the dilator. The hemostasis valve is torn. The adhesive for the hemostasis valve released from the hub of the delivery catheter and the hemostasis valve. The delivery catheter shaft is kinked at 45.5 cm. There is blood on the delivery catheter shaft at various locations. If information is provided in the future, a supplemental report will be issued.